Manufacturer narrative:
Other text: additional information: d10, h6, h10: device evaluation: one smiths medical cadd administration set was returned for analysis. Functional testing was performed to look for unusual functions and the reported issue was not confirmed. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that during use of this smiths medical cadd administration sets, under delivery was noticed. It was reported that when medication bag was completed, she noticed that medication volume in old IV med bag was a lot. Then was advised to go out and assess pump and compare volume in med bag to volume on pump. However, the current medication bag had approximately 1/4 volume remaining, and the pump indicated that volume remaining was 24.2ml. It reported that, it appeared that the client did not receive all the medication dose from daily medication x 2days. No patient injury reported.